Event description:
The patient reported that they were hospitalized after a mass was found on a CT scan of their chest. A biopsy was done of the abscess material after a procedure to remove it & they found it to be a collection of strep bacteria that had somehow collected above they lung in their chest. The patient suspect it made its way into their chest from their mouth originally. Regarding the infectious disease, the doctor said it's possible the aligners played a part in that.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported that they were hospitalized after a mass was found on a CT scan of their chest. A biopsy was done of the abscess material after a procedure to remove it & they found it to be a collection of strep bacteria that had somehow collected above they lung in their chest. The patient suspect it made its way into their chest from their mouth originally. Regarding the infectious disease, the doctor said it's possible the aligners played a part in that.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.